Event description:
During testing of a svc repl, mdu, hand cntrl, pwrmx handpiece, it was reported that the device becomes very hot and shuts down the control unit. The handpiece overheats within minutes. There was no procedure and no patient impact. The control unit has worked successfully with other devices since this incident. No injury to the user was reported.

Manufacturer narrative:
(B)(4).